Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist, a patient is experiencing a "failed" valve due to aortic stenosis approximately 3 years and 6 months post tavr procedure. The patient is soon to be scheduled for a thv in thv procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "post-implantation - leaflet thickened/halt," "post-implantation - leaflet motion restricted-in patient" and "post-implantation - stenosis" were confirmed based on the medical report and imagery review. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a patient is experiencing a "failed" valve due to aortic stenosis approximately 3 years and 6 months post tavr procedure. The patient is soon to be scheduled for a thv in thv procedure." "Post-implantation - leaflet thickened/halt" and "post-implantation - stenosis" per IFU, thickened leaflet and stenosis were potential adverse events associated with the use of valve. Thickened leaflet can result from a number of factors, including valve degeneration, calcification, endocarditis, and prosthetic valve thrombosis. Per medical record, patient had history of chronic kidney disease (ckd) which is a well-known factor for valve calcification leading to thickened leaflets, resulted in stenosis. As such, available information suggests patient factors (ckd) may have contributed to the reported event. "Post-implantation - leaflet motion restricted-in patient" as the leaflets thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restricted. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Event description:
As per medical record review, the tee noted bioprosthetic leaflets are thickened, motion is restricted, and leaflets are not opening well.